Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low glucose event with an ilet reading of 62 mg/dl after a usual dinner announcement and meal, and the user confirmed the announcement was correct. Symptoms included hypoglycemia with lightheadedness or feeling unwell as implied by the need for treatment. Outcomes included recovery without hospitalization after self-treatment with two lozenges and a juice box, and a fingerstick glucose of 80 mg/dl with symptom improvement by the end of the call. Investigation included agent review of the report, confirmation of the dinner announcement, and delivery of low glucose treatment education and troubleshooting. Investigation of this case revealed no device malfunction reported and no confirmed product problem, with cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.